Event description:
The customer observed (B)(6) results while using the architect anti-hcv assay. The customer indicated an initial result of (B)(6), which was (B)(6) when tested by other methods, elisa and a rapid method. No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being file on an international product, list number 6c37 that has a similar product distributed in the u.s, list number 1l79.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A sensitivity evaluation was performed with file kit material of architect anti-hcv and met the acceptance criteria. Tracking and trending did not identify an adverse trend or any atypical complaint activity. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the architect anti-hcv assay, reagent lot 18621li00, was identified.